Event description:
Pt monitor screen went blank and started making continuos beeping noise. Pt placed on portable monitor and clinical engineering on call person was called to assess monitor situation. Moved pt to another room.